Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The root cause of positioning issue was most likely patient movement. E4 should have been left blank on manufacturer device report 1220648-2025-25450.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient (unknown race and ethnicity) in post cardiotomy cardiogenic shock was brought to the cardiovascular lab for an emergent impella cp device placement for mechanical circulatory support. Immediately following successful placement of the pump, the patient began moving and positioning in the left ventricle was lost. The physician was unable to re-advance the pump back into the left ventricle, and the decision was made to explant and replace the device which was successfully completed with no resulting harm.